Manufacturer narrative:
Updated fields:a3,b4,d9,e1(initial reporter),e3,g3,g6,h2,h3,h6(type of investigation, investigation findings,conclusion),h11 a getinge field service engineer (fse) evaluated the unit and could not reproduce the reported, however, the fse found a communication error 107 on the circuit board. The connector on the affected circuit board was cleaned based on the error code. All functional and safety checks were conducted, and customer clinical use was confirmed.

Event description:
N/a.

Event description:
T was reported that the cardiosave intra aortic balloon pump experienced a drive stop due to a system error and an alarm occurred while the device was in use no harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.